Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading of 'lo' (< 40 mg/dl) with the freestyle libre 2 sensor. The customer reported experiencing a drop in glucose with symptoms of dizziness and shaking. The customer was seen at a health center and reported requiring treatment, but treatment or diagnosis details were not provided as customer disconnected call. Therefore, it cannot determined if customer's medical event was consistent with sensor reading. There was no report of death or permanent injury associated with this event.